Event description:
A malfunction was reported on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl. The customer took corrective action by administering a correction injection via multiple daily injections.